Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The pump was evaluated, and the pump would power off at 2.9 volts. This indicates that there is an issue with the watchdog timer.

Event description:
On 04/11/2023 infutronix received a report that a pump powered off on its own without warning. Device was returned.